Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 240 mg/dl. Cause was incorrect settings entered into the pump. Customer gave a bolus via the pump to address the elevated bg. Customer was released (B)(6) 2026. No additional patient or event information was available. The customer reverted to an alternate form of insulin therapy.